Event description:
It was reported to philips that the customer needed a therapy capacitor replacement. There was no patient involvement. Based on the conclusion of the investigation, it was determined that this was a malfunction of the capacitor. The quote was denied by the customer so it remained unrepaired. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted. Based on the conclusion of the evaluation, it was determined that this was a malfunction of the capacitor. The customer was advised to replace the capacitor to return the device to working condition, however the quote was denied by the customer. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.